Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right ventricular (rv) lead exhibited increased capture threshold. Dislodgement of the rv lead was further confirmed by fluoroscopy imaging. The rv lead was repositioned on (B)(6) 2021. Patient condition was stable.